Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿10.2 how to identify and cope with abnormalities. Code e333 error message: touch panel failure. Cause: the product has failed. Remedy: immediately turn off the product, unplug the product's power plug from the medical outlet, disconnect the power cord from the product's power inlet, and contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name: (B)(6). The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (error code e333) was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error code e333 occurred on the visera elite ii video system center during a therapeutic surgery. The surgery continued and was completed using the same equipment. The device was inspected before use and there were no abnormalities identified. There were no reports of patient harm associated with this event.